Event description:
It was reported that while the anesthesia sys was connected to a pt it generated two technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the control sys. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The anesthesia system was investigated on site by our field service engineer. The control pc board was found faulty and was replaced. The device logs were downloaded. The control pc board is the main pc board for the control subsystem. The control subsystems main responsibility is regulation of the inspiratory and expiratory gas flow. The investigation of the returned control pc board found that the reported issue was caused by short circuits between solder bumps underneath the processor (cpu). The short circuits were a consequence from electrochemical migration (ecm). The ecm was confirmed where flux residues were present. The evaluation of the device logs confirms the occurrence of the reported technical errors on several occasions and they also contain alarms that indicates that the ventilation stopped. The conclusion is that the reported issue was caused by ecm that led to short circuits between solder bumps underneath the cpu.

Event description:
(B)(4).